Manufacturer narrative:
Additional information ¿ the device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet and streaked with blood residue. Blood residue was noted in between both ends of the screw flanges and the potting cut surfaces. A visual examination revealed the presence of a stray fiber on the cavity ID end at approximately 150° with the dialysate ports at 0°. No other kinked, broken, looped or damaged fibers were noted on the circumference of the fiber bundle. The polyurethane material was distributed evenly and intact. The device was subjected to a laboratory bubble point test; an internal leak was observed on the cavity ID end at approximately 40º. The dialyzer was then subjected to (destructive) disassembly. During disassembly, no damage or irregularities were identified within the fiber bundle; specifically, no broken, kinked, looped, or short fibers and no loose fiber fragments were identified. The stray fiber was noted to be potted on both ends of the dialyzer and did not leak during bubble point testing. The bundle was then removed from the dialyzer housing and submerged in a water bath while compressed air was allowed through the fiber bundle. The leak noted during bubble point test was not able to be re-located. A review of the device manufacturing records was performed on the reported lot. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. An internal leak was observed during the bubble point test. Therefore, the complaint has been deemed confirmed.

Event description:
The complaint device was returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
The clinical manager at the user facility reported that a blood leak event occurred approximately 39 minutes after the hemodialysis (hd) treatment was initiated. The internal blood leak was observed at the fibers of the fresenius f180nre dialyzer assembly product. However, no damage was observed to the dialyzer or its packaging. The 2008t hd machine generated a blood leak alarm when the incident occurred. A blood leak test strip was used and returned a positive result. The blood within the extracorporeal circuit was not returned to the patient. The patient's estimated blood loss (ebl) was noted as being greater than 100 milliliters (ml). The patient did not complete their hd therapy as a result of this event. The patient returned for their next regularly scheduled hemodialysis (hd) treatment, but did not require any additional hd therapy. No patient adverse effects were experienced and no medical intervention was required as a result of this event. A fresenius bloodline was in use. The dialyzer device was available to be returned to the manufacturer for evaluation, but it has not been received for analysis.